Event description:
It was reported that an infusion pump experienced an upstream occlusion "322 error" alarm coincident with the use of a baxter solution administration set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This occurred on an unspecified day in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.